Event description:
It was reported that the physician criticized the longevity of the device as it only worked for 3 years and 9 months. The programmed parameters were normal with two past therapies delivered and many mode switches. It was further reported that the atrial lead p-waves were varying, however the patient has atrial fibrillation. It was also noted that the ventricular r wave sensing was a bit low. The device was explanted and replaced, the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 7279 implantable cardioverter defibrillator (ICD)  implanted: 2009 (B)(6); product ID 5076-52 implant able pacing lead; product ID 4194-88 implantable pacing lead. (B)(4).